Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.